Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield that failed to open at the distal end. The patient was being treated for an unruptured fusiform aneurysm of the left carotid artery c1-c4 segments. The aneurysm max diameter was 12.6mm and the neck diameter was 8.7mm. Vessel tortuosity was moderate. Dual antiplatelet treatment was administered with a pru level of 25 the day before the procedure. It was reported that the pipeline and all accessory devices were prepared according to the instructions for use (IFU). The pipeline failed to open at the distal end when less than 50% of the device was deployed. After 2 further attempts of resheathing and unsheating, the stent did open but it was difficult and wall apposition remained poor. No other steps or devices were tried to open the pipeline. Simulation and sizing software confirmed that the pipeline was the correct size for the patient's vessel. The pipeline was not positioned in a bend. The physician was noted to be experienced. The pipeline was resheathed removed from the patient's body with the microcatheter. A competitor's device was used to complete the procedure without issue. There was no harm or injury to the patient. Post-procedure angiography showed good results with the competitor's device. Ancillary devices: destination 6f sheath, navien 6f intracranial support guide catheter (lot: b087120), phenom-27 microcatheter (lot: de19-051), stryker surpass evolve flow diverter